Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings exceeding 300 mg/dl and multiple device alerts, including an occlusion alert and alert 38 for a consecutive stalled motor, while using the ilet system; after supply changes and dry-run priming to 120 units, the user replaced all supplies and was advised to eliminate air bubbles, with subsequent improvement in glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in the delivery system consistent with a stalled motor and occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.